Event description:
Patient underwent mechanical thrombolysis of left arm av fistula, fistulogram, angioplasty and balloon embolectomy of resistant thrombus and stenosis arterial anastomosis of fistula, and stent placement. Rubber tip of the trerotola dislodged and was retained within the fistula soft tissue. Unable to retrieve, left in patient.